Event description:
Complainant alleged that while attempting to treat a 38-year-old patient (gender unknown), the device displayed "compressor fault-2001" and "compressor fault 3001" error messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's reported problem was observed during device data log review. However, the device was put through extensive testing including stress testing the unit without duplicating the problem. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.